Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient was reportedly in the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 due to hyperkalemia. The patient's strength of dextrose was not changed. The pdrn stated that the cause of hyperkalemia was due to inadequate dialysis that was due to the patient having drain issue which in turn was due to the presence of fibrin in the pd catheter. The patient's pd catheter was removed and the patient was switched to hemodialysis. The rn confirmed the patient did not have infection. The patient was discharged in stable condition and continued to perform hemodialysis without issues. Medical records were requested.

Manufacturer narrative:
A review of the file information and medical records received 09/12/2017 was conducted. It was initially reported this patient was experiencing multiple alarm messages (exact number unknown) during continuous cycler-assisted peritoneal dialysis (ccpd) treatment with the liberty cycler for 3 days. This patient was admitted to the hospital on (B)(6) 2017 with hyperkalemia ¿ potassium level 6.7, nausea, vomiting and abdominal pain. A follow-up call on (B)(6) 2017 to the peritoneal dialysis registered nurse (pdrn) indicated the hospitalization was due to fibrin clogging the pd catheter, which subsequently lead to inadequate dialysis and hyperkalemia. During the hospitalization, the patient was hemo dialyzed twice via internal jugular access as it was determined "the patient was no longer a good candidate for peritoneal dialysis,¿ subsequently the patient's pd catheter was removed and a "tunneled" dialysis catheter was placed (B)(6) 2017 (location, brand and placement unknown) and the patient was transitioned to hd therapy. The determination was made to remove the pd catheter (not a fresenius product) as the patient was no longer a pd therapy candidate and transition the patient to hd therapy. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product this time.

Event description:
A peritoneal dialysis (pd) patient was reportedly in the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 due to hyperkalemia. The patient's strength of dextrose was not changed. The pdrn stated that the cause of hyperkalemia was due to inadequate dialysis that was due to the patient having drain issue which in turn was due to the presence of fibrin in the pd catheter. The patient's pd catheter was removed and the patient was switched to hemodialysis. The rn confirmed the patient did not have infection. The patient was discharged in stable condition and continued to perform hemodialysis without issues. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient was reportedly in the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 due to hyperkalemia. The patient's strength of dextrose was not changed. The pdrn stated that the cause of hyperkalemia was due to inadequate dialysis that was due to the patient having drain issue which in turn was due to the presence of fibrin in the pd catheter. The patient's pd catheter was removed and the patient was switched to hemodialysis. The rn confirmed the patient did not have infection. The patient was discharged in stable condition and continued to perform hemodialysis without issues. Medical records were requested.